Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) maintained stuck in autofill failure mode. There was no information regarding patient involvement. However, there was no adverse event reported in relation to this complaint.

Manufacturer narrative:
08/08/2017 11:11 am (gmt-4:00) added by (B)(4) (pid-(B)(4)):a getinge field service engineer (fse) evaluated the iabp and reported that no problems were found. The iabp passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use. The fse followed up with the customer one week later and reported that no errors or failures were found, and the iabp was returned to clinical use. There were no parts replaced in regards to this complaint.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) maintained stuck in autofill failure mode. There was no information regarding patient involvement. However, there was no adverse event reported in relation to this complaint.